Event description:
It was reported that during the implant procedure, the physician went to slit and found it difficult to engage the slitter. It was noted that during slitting, the lead pulled back and the sheath was slightly offline. The catheter was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. The shaft on the hub of the delivery catheter was spiral slit. The hub of the catheter was damaged. Blood was observed on the septum of the delivery catheter. Visual analysis of the lead indicated damage during use. The analyst noted the delivery catheter was returned without the dilator, slitter, and lead. Slitting did not start on the centerline of the hub of the delivery catheter. The hub of the delivery catheter was spiral slit. Slitting had terminated then restarted at 1.6 cm. Slitting was then terminated at 2.5 cm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.